Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported conflicting results with two ID now covid-19 assays performed on (B)(6) 2022 on a nasopharyngeal sample swab. The first test generated a positive result. The repeat test generated a negative result. Confirmation testing was not performed. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported conflicting results with two ID now covid-19 assays performed on (B)(6) 2022 on a nasopharyngeal sample swab. The first test generated a positive result. The repeat test generated a negative result. Confirmation testing was not performed. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
Corrected the h6 medical device problem code.